Event description:
Kimberly-clark received a report from (B)(6), stating,"the gastropexy sutures broke during a procedure." One safe-t-pexy needle is intact with suture unbroken, the other three have snapped. Multiple attempts to obtain additional information were unsuccessful. No additional information available. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The review of the device history record shows the device met all manufacturing specifications. The device was not returned to kimberly-clark for analysis. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. The device was not returned to kimberly-clark by the customer.